Event description:
An olympus representative reported to olympus on behalf of the customer that the distal cap came off twice during the diagnostic procedure. The patient coughed the cap up while using the evis exera iii duodenovideoscope. The procedure was completed with the same equipment. The patient¿s procedure was not prolonged and did not need to be cancelled or postponed and there was no medical intervention required. The cap was discarded by the customer. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifier (B)(6) which captures the issue with the cap.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified. However, the reported event (distal cover detachment) likely occurred due to the following: 1. The distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover. This caused the cover to easily come off the subject device. 2. The distal cover was insufficiently attached to the subject device. This caused the cover to easily come off the subject device. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4¿ (4.1) detection method. Operation manual: chapter 3 ¿ (3.5) preventative measure. Olympus will continue to monitor field performance for this device.